Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system receives priority error when pressing the pedal. Review of the system log file showed ¿flat detector error¿. Upon further inspection it also showed communication failure of the front-end control roller (fdc) and power supply was smelling and chameleon were burned. Fse replaced the fuse and the lat.psu fdxd/collimators. After replacing, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the error 'reselect application' appeared and fluoroscopy was not possible. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.